Event description:
Dealer states that the customer was going down a 4inch step and customer put all pressure on cane. Cane bent on at base where it is flat and welded. Dealer states that customer did fall but is not reporting any injury.